Event description:
It was reported that the patient presented to the emergency room feeling scared after receiving an inappropriate shock from the implantable cardioverter defibrillator (ICD). Device interrogation revealed that the inappropriate shock was incorrectly delivered due to atrial driven tachycardia. Programming changes were performed to resolve the issue. There were no patient consequences.